Event description:
It was reported that a patient contacted technical services (ts) from the hospital emergency room, regarding this implantable cardioverter defibrillator (ICD). The patient reported multiple episodes of anti-tachycardia pacing (atp), several shocks due to atrial tachycardia that went into the vf-zone. The patient requests that ts to help the hospital with optimal programming. Ts advised they are willing to work with the physician, if the physician wants to call them. However, the physician chose to resolve themselves. The patient submitted a summary report of the hospital visit to ts. The report summary advised: there were several episodes of anti-tachycardia pacing (atp), a total of 16 shocks, 14 of which were inappropriate due to atrial fibrillation (af) and atrial tachycardia (at) and 2 were appropriate for ventricular tachycardia (vt). The patient was discharged home and advised to follow up with primary physician.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.